Event description:
Device 2 of 2. Ref MFR report # 1627487-2012-00071.

Manufacturer narrative:
Eval: results: visual inspection of the lead revealed a kink with all wires broken at approx 23cm from the stimulation. A normal compression mark was observed on the lead. The compression mark on the lead is consistent with the use of a swift lock anchor. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.